Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a pen ndl 31g 8mm 90 count mail order only had foreign matter. The following was reported by the initial reporter: "incorrect siliconization."

Event description:
It was reported that a pen ndl 31g 8mm 90 count mail order only had foreign matter. The following was reported by the initial reporter: "incorrect siliconization".

Manufacturer narrative:
H6: investigation summary: customer returned a single image of a syringe. The needle of the syringe features a bead of what appears to be adhesive around the needle¿s midpoint. A review of the device history record was completed for batch# 9014662. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the image received, bd was able to confirm the customer¿s indicated failure of foreign matter on the needle.